Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue at this time. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to procedural circumstances resulting from visualization limitation during the procedure while implanting the clips. The reported poor image resolution is due to limited visualization. The reported worsening mr was a cascading effect of slda and the reported tissue damage (leaflet tear) was due to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage and mitral valve replacement surgery. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure. Three clips were implanted and the mitral regurgitation (mr) was reduced from grade 5+ to grade 2-3. A follow up echocardiogram was performed on (B)(6) 2018 and it was noted that the third implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to grade 3-4+ and a leaflet tear was noted. The patient remained hospitalized and mitral valve surgery was performed on (B)(6) 2018, with explantation of the implanted clips. The patient was doing well post procedure. No additional information was provided.